Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4510swc was removed on (B)(6) 2019 due to loss of osseointegration 6 years and 1 month after implantation. The patient has history of diabetes. The doctor noted bone resorption and peri-implantitis during explantation. The patient has recovered without complications.